Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that patient got hospitalized due to high blood glucose (specific value unknown) levels on (B)(6) 2024 at 10:30 pm.she was hospitalized for five days. She was feeling sick at the time of hospitalization. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.